Manufacturer narrative:
(B)(4). Results: occlusion. Unknown cause of occlusion. Conclusion: unknown cause of occlusion.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a saccular abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown; however, neck angulation was reported as 60 degrees. It was reported post index procedure that the patient presented a case of an ipsilateral limb occlusion (contra limb pushed by junction) just below the aneurysm due to the saccular shape of the aneurysm. The physician elected to implant another manufacturer's device at the occluded site of the endurant stent graft from the left femoral artery. The physician ballooned and the occlusion still remained. The physician proceeded to implant another manufacturer's device from the right femoral artery and kissing ballooning was done. The patient is stable. No clinical sequelae were reported.